Event description:
User reported an incorrect test result. Did not specify if the result was a false positive or a false negative result. No additional information relating to follow-up testing was provided.

Manufacturer narrative:
Report required by FDA for eua.